Event description:
Patient reported he must change the infusion set every 2 days because the plaster is wet. Patient stated there is an insulin loss by the cannula. Patient uses the linkassist to insert the cannula. Patient reported he can notice the loss due to elevated blood glucose level of more than 300 mg/dl. Patient stated the issue began to occur in (B)(6). No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).